Event description:
Caller indicated the glucocard vital meter was giving high readings. Customer got reading of 418 @ 10:00pm took insulin based on this reading. She then started feeling like her blood glucose was getting too low she retested on her other meter (freestyle) and got reading of 216. She could feel her blood sugar continue to get lower and felt it was getting too low so she drank chocolate milk. Customer feels that the meter is reading high and that the reading of 418 was not accurate. She washes and dries hands before testing but does not wipe away first blood drop because she's never been told to do that and doesn't think she should have to. She used new lancet each test. She received meter yesterday so storage questions did not really apply but she did recap immediately. Controls used were in range. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.